Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after changing the infusion set site and delivering a correction bolus, the customer did not eat enough and the blood glucose (bg) level dropped to 40 mg/dl. Carbohydrates were consumed to address the bg level. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.